Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the "light would flicker as the anesthesiologist placed torque on the handle during the intubation." It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges the "light would flicker as the anesthesiologist placed torque on the handle during the intubation." It ws reported there was no injury or consequence to the patient. Patient condition reported as "fine".